Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml) via an implantable infusion pump. It was reported that while accessing the patient's pump they were expecting 3.2 ml and only aspirated "a little". The caller stated that the pocket looked "poofy" so they thought they got some drug in the pocket. They aspirated again and got ~3 ml which is approximately what they were expecting originally. The patient was also experiencing pain at the pocket site and felt like the needle was still in place even though it wasn't. The hcp was going to refill again and possibly turn dose down in case the patient had symptoms due to the drug in the pocket.